Event description:
I have a freestyle libre 14 day continuous glucose monitoring sensor which started giving readings in the 400 range to which I took massive amount of insulin to reduce. Decided to do a finger prick and blood check after bouncing up and down for several hours. Finger prick read 83 twice while sensor read 390 on both phone app and sensor reader from libre. Had I not done finger prick and received correct reading I would have been hospitalized from low sugar. Very dangerous situation. FDA safety report ID# (B)(4).